Event description:
A patient reported possible inaccurate results with a surestep meter. In a surestep meter to healthcare provider meter comparison, the surestep meter displayed a blood glucose reading of 157mg/dl versus a blood glucose reading 157mg/dl on hcp meter. Brand of hcp meter is unknown. Tests have been done about 20 minutes apart. Patient did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.